Manufacturer narrative:
The pipeline flex and microcatheter were returned for evaluation. As received, the pipeline flex delivery system was found inside the microcatheter and the pushwire was attached. For further investigation, the pipeline flex delivery system was pushed out of the microcatheter with no issues. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. Based on the investigation, the complaint could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline flex was fully opened with damaged braid at the distal end. The cause for damage could not be determined. It is possible that the tortuous anatomy may have contributed to the reported issues, subsequently causing resistance during delivery and failure to open at the pipeline flex distal braid. The damage to the braid on the distal end of the pipeline flex is likely the result of the physician resheathing the device more than the recommended two times. Pipeline flex instructions for use provides the following cautionary statement: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally. The patient was being treated for two aneurysms localized at the left internal carotid artery (ica); one aneurysm located at the car otid-ophthalmic segment and the other was located at the carotid cavernous. The aneurysms were unruptured and saccular. Landing zone artery size was 4.5mm distal and 5mm proximal. Vessel was moderately tortuous. Continuous heparinized saline flush was used during the procedure. The microcatheter was in position and the pipeline flex was tracked through with some friction in the distal section. The physician began deployment of the pipeline flex by unsheathing. The distal part of the pipeline flex was not opening. The physician continued to unsheath; the middle section of the pipeline flex opened appropriately and was well apposed, but the distal section still did not open. After about 10mm of the pipeline flex was deployed, the physician resheathed and re-deployed the pipeline flex two times, but the device still did not open distally. The pipeline flex was resheathed and removed from the patient. A different pipeline flex was attempted and opened successfully. Post-procedure angiographic result was good; the aneurysm was covered by the pipeline flex. There was no report of patient injury as a result of this event.